Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead experienced chest pains. The patient went to the hospital and an EKG holter monitor showed 17 seconds of asystole. The patient returned to the hospital two days later for a device check. Interrogation revealed the rv lead was in the unipolar configuration. A review of daily measurements found increasing pacing impedance measurements, up from 820 ohms to 1140 ohms, until it reached greater than 2,500 ohms. A lead fracture was suspected, and the patient was hospitalized with a temporary pacing wire until the rv lead could be replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The revision procedure was performed. This rv lead was surgically abandoned. A new rv lead and a new pacemaker were implanted on the patient's right side. The new device was programmed vvi; the old device remained in use with the chronic right atrial (ra) lead, programmed to aai with minimum output. No additional adverse patient effects were reported. No products were explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.